Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field events of communication failure and premature battery depletion were confirmed. The loss of communication was due to low battery voltage, and the low battery voltage was a result of premature battery depletion. No high current drain sources were found throughout bench and stress testing. The battery was analyzed by its manufacturer and no anomaly consistent with the issue was found. The root cause of the premature battery depletion could not be conclusively determined.

Event description:
It was reported that when the patient presented to the clinic, the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.